Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. It was noted that the lead was the issue. The lead was therefore surgically abandoned. No additional adverse patient effects were reported.